Manufacturer narrative:
A ge service rep performed an on site investigation. Investigation indicated that possibly an improper shut down (leg extension unseated) on previous case may have led to the error messages. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system has intermittent "communication failure" and "down motion limited or down motion blocked" messages. There was no report of pt injury.